Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low tsh result below for one patient generated by the access 2 immunoassay analyzer. The sample was repeated on the same unit and an alternate unit and higher results were obtained. The elevated result was reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to treatment attributed or connected to this event.

Manufacturer narrative:
The sample was normal in appearance with no signs of fibrin. Qc charts for all three levels of tsh qc were within the customers established ranges pre and post the event. On (B)(6) 2010, the customer performed routine system check which passed within instrument specifications. The customer stated no warning or error messages been posted to the event log. Bci did offer its services; however, it was declined by the customer. A clear root cause cannot be determined for this event.